Event description:
The patient underwent a cervical procedure for myelopathy at c2-c7 using posterior fixation. It was reported that the center nut of the crosslink broke off during tightening at c6/7. The device was replaced. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7002527, 510k # k042524 was cleared in the united states.